Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 4.5mm variable angle condylar plate. Part and lot numbers were not provided by the reporter. UDI is unavailable. The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on an unknown date due to non-union and a broken 4.5mm variable angle (va) condylar plate. The original surgery was performed on an unknown date to treat a distal third femur fracture (side unknown) at which time the patient was implanted with the 4.5mm va condylar plate and an unknown quantity of unknown screws. The broken plate and screws (intact) were explanted and a new unknown plate and screws were implanted along with bone grafts. There was no surgical time delay. The surgery was successfully completed. The post-surgical outcome/status of the patient is unknown. This report is for one unknown 4.5mm variable angle condylar plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Additional product codes for this report include hrs and hwc. Device was explanted on an unknown date. The following devices were reported as concomitant devices: 02.231.240 - 5.0mm variable angle lockng screw/slf-tpng/strdrv/40mm. 02.231.244 - 5.0mm variable angle lockng screw/slf-tpng/strdrv/44mm. 02.231.260 - 5.0mm variable angle lockng screw/slf-tpng/strdrv/60mm. 02.231.275 - 5.0mm variable angle lockng screw/slf-tpng/strdrv/75mm. 02.231.280 (x3) - 5.0mm variable angle lockng screw/slf-tpng/strdrv/80mm. 02.205.285 - 5.0mm cannulated conical screw 85mm. 214.846 - 4.5mm cortex screw self-tapping 46mm. 214.844 - 4.5mm cortex screw self-tapping 44mm. Product investigation summary: one (1) 4.5mm va-lcp curved condylar plate (part 02.124.406 / lot 9255587) was received. Ten (10) intact screws were also received with the complaint category of ¿concomitant.¿ the complaint condition is confirmed as the returned plate was received with a transverse break through the locking side of fifth most distal combi-hole. The break is consistent with the result of excessive shear forces and accumulated wear after the plate fractured. When there is insufficient reduction or healing is delayed, there are increased loads the implant must withstand that would normally be supported by the bone, which could eventually cause it to break due to metal fatigue. This is further impacted by patience compliance and activity level, comorbidities, and the surgical technique. However, as the specific conditions at the time of the break are unknown, the root cause cannot be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. No issues were reported or identified with the returned screws. These devices were found to not have contributed to the complaint condition. Further evaluation shows that this plate is part of the variable angle locking compression plate (va-lcp) periarticular plating system and intended for use in internal fixation of the distal femur. Information is provided by the 4.5mm va-lcp condylar plates technique guide. A review of the current design drawing / manufactured revision for the plate, the 5.0mm va locking screw family, the 5.0mm cannulated conical screw family, and the 4.5mm cortex screw family was performed. Where the lot numbers were unknown, the manufacture revision could be determined based on the presence/absence of the etchings on the head of the screw. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Device history record review: manufacturing location: (B)(4) - manufacturing date: november 21, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.